Manufacturer narrative:
This report is submitted on february 27, 2023.

Event description:
Per the clinic, the patient experienced pain and loss of osseointegration of the implant on (B)(6) 2023. There are plans to re-implant the patient.